Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for gluc3 glucose hk gen.3 (glu) and one other patient sample tested for alb2 albumin gen.2 (alb) on a cobas 8000 c (701) module - c701. The erroneous results were not reported outside of the laboratory and the samples were repeated on a different analyzer. The customer also stated that there was water leaking from the analyzer. The first sample initially resulted with a glu value of 25 mg/dl, which repeated as 127 mg/dl. The second sample, from a (B)(4) female patient born on (B)(6), initially resulted with a alb value of 7 g/dl, which repeated as 4 g/dl. The patients were not adversely affected. The glu and alb reagent lot numbers and expiration dates were asked for, but not provided. The customer noted that controls were within range and there were no calibration failures. The field service engineer could not determine a cause. He performed precision studies on the affected assays and these passed. He stated that what the customer referred to as a leak was actually dripping coming from the rinse head. He reduced the incoming water pressure and this resolved the drip. The investigation was unable to find a definitive root cause.